Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the elevator broke while the surgeon was attempting to elevate molars. The tip was removed, there was no patient injury or surgical delay.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches along the length of the instrument and a fractured tip; therefore, the complaint is confirmed. The most-likely cause was determined to be excessive force. The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.